Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported audio anomaly via phone call. Customer blood glucose reading at the of the incident was unknown. Customer state the insulin pump does not beep. Troubleshooting was not performed. The insulin pump will not be returning for analysis